Event description:
It was reported that the patient experienced asystole during implantable pulse generator (ipg) change out when the device exhibited out of pocket oversensing that led to inhibited pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.